Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level, which remained within the range of 54-500 mg/dl. The customer did not need to replace the cartridge and was able to resume insulin delivery with the original cartridge.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.